Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found water tightness of the tip metal part was not maintained, the curved rubber adhesive part was missing, the video connector was cracked, there were stains on switch #1, #2, and #3 that were difficult to remove, and there were scratches found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope had noise. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image had noise and the color tone of the image was abnormal due to broken connectors on the electrical board and a damaged charged coupled device. The report is being submitted due to image noise and abnormal color tone found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the image noise occurred during a therapeutic laparoscopic colectomy procedure. The patient was under general anesthesia and the procedure was delayed five minutes. The procedure was completed using a similar scope and rigid speculum.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.